Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to detect the electrode belt ECG or therapy electrodes. Multiple components on the defibrillator pca and computer/analog (c/a) board were shorted. The cause for the shorted components was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca. A corrective action has been initiated to investigate the shorting of the igbts. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor was unable to communicate with electrode belt ECG and therapy electrodes.